Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the attempted right ventricular (rv) lead was suspected of possible rv apical perforation. Therefore, the rv lead was removed and not replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the attempted right ventricular (rv) lead was suspected of possible rv apical perforation. The patient was stabilized after cardiac arrest. Therefore the rv lead was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix bent, and extrinsic damage to the connector. (B)(4).